Event description:
Complainant alleged that the device was set-up for cardioversion on a pt (age & gender unk) immediately prior to delivering a shock to the pt, it was observed that the device was no longer in sync-mode. The pt subsequently expired however, the complainant did not indicate that it was a result of the reported malfunction.